Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance was not confirmed. The reported product quality problem could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance; however, the reported material separation and product quality problem appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, additional information was received: the graftmaster device was attempting to treat a perforation in the right coronary artery.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an unspecified coronary artery procedure, an attempt was made to advance the graftmaster sds through the guide catheter; however, resistance was noted. Fluoroscopy imaging noted possible damage to the shaft of the graftmaster. The graftmaster sds was removed and the shaft of the device snapped. It was reported that the graftmaster sds never exited the guide catheter and all portions of the graftmaster sds were removed. A second graftmaster was prepared and used, with the same guide catheter, without issue. There were no adverse patient effects or clinically significant delay. No additional information was provided.